Manufacturer narrative:
The complaint device was not returned to bsc therefore product analysis could not be performed. The primary reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported that this insertable cardiac monitor (icm) started to come out of the patient skin. The patient went to the clinic and the physician removed the icm. No new device was implanted. No adverse patient effects were reported.